Manufacturer narrative:
The device was not returned for investigation. A lot review was performed and there were no discrepancies or non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
H10: the device availability is unknown.

Event description:
The customer reported that a chamber of an administration set was leaking saline and chemotherapy drugs. The date of the event is unknown. There was unknown patient involvement and no report of an adverse event, unknown medical intervention and delay in critical therapy.